Event description:
It was reported to boston scientific that the packaging of the contour vl ureteral stent received by the customer was already opened. The product was not used and was returned. There was no patient involvement reported.

Manufacturer narrative:
A visual examination was performed and confirmed that the seal was compromised confirming the customers report. Unable to determine how the seal got compromised as there was evidence that manufacturing sealed the pouch.